Event description:
Draeger medical systems has received information from a customer that sp02 values have been observed on the monitor display screen without the sp02 sensor connected to a patient. The reported observation was made without patient interaction. No patient injury was reported.